Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the av fistual with heavy calcification. The 7.0x80mm armada 35 balloon catheter could not hold pressure at 16 atmospheres and a rupture was noted. A new armada balloon was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing and scanning electron microscopy (sem) analysis were performed on the returned device. The reported balloon rupture could not be confirmed; however, it is likely that the noted leak during return analysis is what the account perceived as the rupture since the balloon would not fully inflate or hold pressure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The balloon was ultimately sent to the sem lab for further analysis. The sem report determined leakage at the proximal seal may be attributed to exposure conditions and/or a materials/processing discrepancy at the proximal end of the seal. Cross-section views show a gap at the bond area of the seal. No significant mechanical damage associated with the failure mechanism was observed. The distal tip was documented, and no leakage was observed. It was reported that the balloon was overinflated to 16 atmospheres. It should be noted that the percutaneous transluminal angioplasty catheter (pta), armada 35/ armada 35ll global, ce, instruction for use (IFU), states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.¿ the rated burst pressure for this device is 14 atmospheres as indicated on the product label. In this case, it is not likely that the IFU violation contributed to the reported complaint given the balloon rupture could not be confirmed and a leak was noted. The investigation determined the noted leak at the proximal end of proximal balloon seal at shaft area appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.